Event description:
The customer reported via phone call that the insulin pump was slow and the buttons were not responding properly. The customer stated that she had to push the buttons several times to get a response. Customer stated that she was trying to deliver a bolus and the act button was particularly slow to respond. The customer did not recall any significant events leading up to the issue. Blood glucose level was 223 mg/dl at the time of the incident. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.